Manufacturer narrative:
Manufacturer narrative: the customer reported that once the batteries were inserted and turned on, the transmitter had a burning smell. There were no signs of burns or melted plastic. The customer was provided with an exchanged transmitter and sent the failed device for evaluation and repair with the battery cover missing. The batteries required for the investigation were not returned. Inspection of the negative contacts showed resin melting at the spring, which per an nkc investigation on a similar incident, is indicative of improper battery insertion. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that once the batteries were inserted and turned on, the transmitter had a burning smell. There were no signs of burns or melted plastic. The battery contacts were fine. The transmitter was sent for evaluation and repair with the battery cover missing. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that once the batteries were inserted and turned on, the transmitter had a burning smell.